Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The volume of the leak was not specified and was contained within the instrument. The customer was wearing gloves, lab coat, and eye protection. There were no reported operator injuries. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found a hole in the tubing through pinch valve vl52. Pinch valve vl52 delivers the sample from the differential mixing chamber to the flow cell. The fse replaced the tubing and the leak was fixed. The fse also replaced pinch valve vl52 as preventive maintenance. Identification of the failure mode: the cause of the leak was a hole in the tubing through pinch valve vl52. Upon recur; the failure mode identified is likely to cause erroneous results for differential or reticulocyte parameters due to improper sample flow from the diff mixing chamber to the flow cell. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).